Manufacturer narrative:
The device history record for the reported lot number, 30329949, in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. The sample was evaluated. The molded head, tube and balloon appeared to have slight discoloration on the exterior and interior of the device. The original packaging was not returned with the device. The device could not be filled with the suggested amount of water due to an apparent radial direction split of the balloon fabric. There were jagged edges identified at the area of splitting, after the balloon material was manually pressed together in order to reform the balloon shape. The split goes around the balloon near the proximal collar area of the device. The balloon was inspected under magnification (20x). Root cause could not be determined. All information reasonably known as of 24-oct-2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Event description:
It was reported, ¿mic bolus 14fr gastrostomy balloon burst this morning. The rig was inserted (B)(6) 2025 with 4mls of sterile water, this is a new stoma site not a replacement.¿ per additional information received on 3jul2025, ¿the individual is currently an inpatient, the medical team were alerted and reviewed the patient. Pain relief was provided, an enplug was inserted and replacement tube.¿ no issues with tube replacement.

Manufacturer narrative:
The product involved in the report has been returned and the investigation remains in progress at this time. A review of the device history record and UDI are in-progress. All information reasonably known as of 21 jul 2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.